Event description:
Medtronic received information that a st. Jude medical surgical valve was replaced with a transcatheter bioprosthetic valve due to aortic stenosis. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).